Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system requested a full system explant due to a planned spine surgery. The evoke scs system was explanted. The evoke scs system was confirmed to be operating as intended prior to explant.

Manufacturer narrative:
The reported event states that an elective explant of evoke scs system was performed. The patient requested this prior to an upcoming, planned spine surgery.